Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the therapy electrodes. Patient described the rash as wet and feeling like a "cheese grater" on his back. Patient initially used an over the counter hydrocortisone cream on affected skin which was a personal decision. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician told him to apply cortizone 10 cream. Follow up indicated that the cream is helping with the skin irritation.